Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es patient result was obtained while using the vitros eci analyzer. An ocd field engineer performed service actions to multiple analyzer subsystems including the reagent metering and signal reagent subsystems. Performance testing following service verified that the equipment was returned to expected operation. The assignable cause of the event is an instrument related issue. There is no evidence that the vitros trop I es reagent malfunctioned.

Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es patient result from a single patient sample (result = 0.121 ng/ml) while using the vitros eci immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected result was not reported from the laboratory. The customer repeated the affected patient sample (repeat result < 0.012 ng/ml), and the repeat result was considered to be correct. There were no allegations of harm to the patient as a result of this event. (B)(4).